Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The obturator was received. The insufflation bulb was received. The dissector balloon appeared intact. The dissector balloon would not inflate. This is due to an incorrect operation. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A process improvement has been initiated to prevent this condition from recurring. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the balloon would not inflate, the reported condition was confirmed. A process improvement was generated for the reported condition. Should new information become available, the file will be re-opened. CAPA (B)(4).

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic hernia repair. According to the reporter, the balloon was not inflated when it was inserted into the umbilical region. A surgeon tried it several times, but nothing changed. Opened another. No further incident. The current patient status is good. Operating time not extended. No tissue damage. Nothing fell into the cavity. No bleeding.